Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key was not returned to the cabinet. The technical support specialist identified that the item had been cycle counted, but the nurse did not have the necessary permissions to pull the key out, as a witness was required. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower key did not return to cabinet, preventing user from issuing the medication novolog flex pen to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower key did not return to cabinet, preventing user from issuing the medication novolog flex pen to a patient. There were no adverse events or injuries reported based on this event.